Event description:
Alert for rv impedance measurement of 0 ohms. Hcp stated pt was in the hospital on the same day for a surgery or procedure. Unknown what pt had done. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).